Event description:
It was reported that faradrive steerable sheath clear pulmonary vein isolation. During preparation when the sheath was flushed, 20 ml air was noted in the sheath. Thus the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear pulmonary vein isolation. During preparation when the sheath was flushed, 20 ml air was noted in the sheath. Thus the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: boston scientific's investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.